Event description:
I have had a lot of itching, crust, redness and burning in my both eyes. I used amo complete moisture plus solution for my eyes because I use disposable contacts. I have thrown away several contacts due to this allergic type problem in my eyes. I thought it was the contacts but I now know its the solution that is causing this infection to my eyes. Dose: 2- 3 drops. Frequency: 2 times a day. Route: ophthalmic. Dates of use: one month.